Event description:
It was reported that a user applied a new dexcom g7 sensor and, after warmup, the ilet remained in bg run and did not display cgm readings while the pump attempted to pair with the g7; no new alarms were noted on the pump. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included customer support troubleshooting and education, including instructing the user to toggle cgm settings from g7 to g6 and back to g7 and to re-pair the sensor, with a plan to allow additional time for pairing and to call back if unresolved. Investigation of this case revealed a communication issue between the ilet and the dexcom g7 consistent with intermittent signal loss to the pump, with no evidence of sensor failure on the phone app reported and no device alarms captured on the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interruption between the cgm and the pump.